Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and would not boot up. Functional testing and data download was unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed on the hardware and passed. The receiver was able to turn on after being opened. Functional testing and data download were both repeated and passed. The reported event of initialization screen without manual restart was not confirmed. The root cause could not be determined.